Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump will not maintain the correct date and time. The reporter denied pump rebooting and the pump will read (B)(6) 2007, even when the battery is removed. The reporter stated that she will change the time to current one and at random the pump will revert back to (B)(6) 2007. The reporter confirmed that the battery cap is secure to the pump. The reporter denied cracks in the casing of the pump or damage to the battery cap. This is being ruled out based on the following: animas does not manufacture this product but will forward the complaint to the relevant manufacturer. There is no reported adverse event with this complaint. This report is made based on the allegation of the time/date issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Please make note that the following sentence should be omitted from the initial report as it was inadvertently placed in the report: this is being ruled out based on the following: animas does not manufacture this product but will forward the complaint to the relevant manufacturer.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the time and date reset to factory settings on (B)(4) 2013 and was manually changed to the correct time and date on (B)(4) 2013. There was no evidence of the date changing to 01/03/2007 as alleged. A timekeeping accuracy test was performed and the pump maintained the time accurately. During testing, the time and date reset to factory settings when the battery was removed due to the internal clock battery failed.